Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump failed the high performance test. Customer's blood glucose level was 228 mg/dl at the time of incident. Customer stated that they got out from the hospital due to hyperglycemia and received multiple insulin flow block alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.